Manufacturer narrative:
Reported event of incorrect measurement, interrogation problem, and data problem were not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation with appropriate remaining longevity and sensitivity test found no anomaly. The device was able to be interrogated successfully throughout analysis.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s implantable cardiac monitor (icm) showed multiple alerts with pause episodes due to a diagnostic anomaly. In addition, the icm was noted to have telemetry issues connecting to the remote monitoring system. The icm was explanted and replaced with a pacemaker to resolve the issue. The patient was in stable condition.